Event description:
Caller reported patient was found unresponsive, reported blood glucose results of 533 mg/dl at 03:40 am and 165 mg/dl at 03:44 am on inform system 1, 145 mg/dl at 03:48 am on inform system 2. At 04:00 am a lab draw was performed, result was 15 mg/dl. The patient was treated with an unspecified amount of d50. No adverse event was reported. A request was made for the return of the meter, controls, and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.